Event description:
The filiform separated from the follower leaving the filiform inside the pt. The metal connector also separated from the follower, but did so outside the pt. The filiform was removed trans-urethrally without pt complication.